Event description:
New information received notes that the right atrial (ra) lead was repositioned on (B)(6) 2021.

Event description:
New information received notes that the right atrial (ra) lead was discovered via x-ray. Was repositioned. The physician opted to reposition the ra lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a right atrial (ra) lead dislodgement. It was also observed that the ra lead was exhibiting loss of capture. The patient was in stable condition. Further information was requested but not received.